Event description:
Complaint confirmed pneumatic valve actuation failure (valve 2). Device was returned due to pneumatic valve actuation failure (valve 2). Unit had red pump alarm at start up and log files indicated pneumatic valve actuation failure (valve 2). Unit passed recharge and hardware test but reading for valve 2 were very close to being out of range. No other damage found.

Event description:
The following has been reported: biomed reported: "needs service". Stopped active infusion: yes. Injury/adverse reaction: no. Process step where problem occurred: during use. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 2). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.